Event description:
It was reported to philips that the system failed to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using fluoroscopy. A philips remote service engineer (rse) connected with the customer remotely and was notified that the system reported memory errors. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. To resolve the issue, the fse replaced the image processing pc (ip-pc) and its hard drives. After replacing the pc, the system was returned to use in good working condition and ready for clinical use. The ip-pc was returned for further analysis. Functional testing was performed, and dual in-line memory modules (dimms) failure was identified. Philips has initiated a medical device correction (z-1156-2024) for this issue. The correction is implemented on this system on june 2025. The codes were updated based on the investigation outcome.